Manufacturer narrative:
The device was returned in the not deployed state. Data showed that second priming had been completed, but the firing flat was in the improper position. The data showed both timeouts and a drive stall led to the improper position of the firing flat. Upon investigation of the drive mechanism, the ratchet gear was inspected closely for deformities to the teeth but none were found. Debris was found on the top portion lead screw indicating excess friction was present between the lead screw and tube nut. Although evidence of damage was present, it could not be confirmed that this was the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that during activation the pink slide did not move forward and the needle did not deploy. Patient removed the pod and activated another one.